Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was told that they would need to reach out to the explanting physician to find out where the ins is so that it can be returned for analysis. The patient called the hospital and they were not able to find out where the ins was. No further complications are anticipated.

Manufacturer narrative:
Concomitant: product ID: 977a260, serial# (B)(4), product type: lead, product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had their implantable neurostimulator removed in (B)(6) 2018, but the leads were left implanted. It was reported that the device has not worked for 5 years and that it never did what it was supposed to do. The patient had ¿messed around with it¿ a lot. Clarification was received, indicating that she had attempted programming it herself, but also that her physicians had helped to try and reprogram the device. The patient mentioned that she has had many pre-existing spine issues and that she has needed many surgeries with her spine which were unrelated to the implant. There were no further complications reported or anticipated.